Manufacturer narrative:
(B)(4). The physician was informed of the patient's situation and was determining the next course of action. This report will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead was confirmed via x-ray to be dislodged, due to twiddler's syndrome. No r-waves could be measured, the pacing impedance was greater than 2,000 ohms, and loss of capture (loc) was observed. The patient had been hospitalized for atrial fibrillation with rapid ventricular response, decompensated chf and worsened renal failure. The right atrial (ra) and right ventricular (rv) leads were not dislodged, but appeared to be pulled tight; however, adequate lead measurements were reported on the ra and rv leads. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific received additional information. The patient was discharged and the treating physician gave orders to perform the procedure as an outpatient. No further information was reported. This report will be updated if additional information related to the outpatient procedure is received.